Event description:
A customer reported a malfunction on their pump, indicated by malfunction code 12. Customer¿s blood glucose (bg) level was 400s mg/dl. Technical support provided the customer with pump reset instructions and assisted in resetting the device. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump. The customer was instructed to call back if any malfunction recurred, which they acknowledged and understood.